Manufacturer narrative:
The glidescope avl video baton 3-4 was replaced for the customer. The video baton was returned to verathon for evaluation. The technical service representative confirmed the reported intermittent image when the cable is manipulated. In addition, it was noted the cover around the camera lens was chipped and the baton shell was delaminating. Upon review of the device history records for the serial number (B)(4), it was determined that the device was manufactured on 03/01/2012 and the one (1) year warranty period has expired. Since the customer received a replacement video baton and there are no repairs available the returned video baton was scrapped. The glidescope operations and maintenance manual (omm) states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there was an intermittent image. Reportedly the cable of the video baton was damaged/kinked and the image would cut in and out if the cable was manipulated at the damage. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.